Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and claimed that she woke up with a blood glucose (bg) level of "523 mg/dl" and a symptom of nausea. The patient also indicated that she had large ketones. The patient's mother was unsure as to why the patient's bg was so high considering she usually keeps her bg levels around 120-180 mg/dl. The patient reportedly had a low bg prior to going to bed due to increased activity prior bedtime. The patient was treated with juice and crackers. The patient reportedly did not retest her bg until the next morning when she received an occlusion alarm at 6:35 am. Through troubleshooting, no issues were observed with the site, infusion set, or cartridge. The patient bolus, basal, and tdd history added up correctly. The patient confirmed that the pump's settings were correct. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meet's animas' criteria for serious injury while using the pump. It is unknown at this time if the pump contributed to the patient's injury in any way.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the total daily dose history from (B)(6), 2011 to the end of pump us on (B)(6), 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history showed that an "empty cartridge" alarm occurred at 12:05 on (B)(6), 2011, and basal delivery was resumed the same day at 15:36. The pump history also showed that an occlusion alarm occurred at 6:35 on (B)(6), 2011, and the alarm was clear and basal delivery was resumed the same day at 7:03. The pump history indicated that basal delivery was interrupted on (B)(6), 2011 from 7:41 to 8:13 for a cartridge change. The pump was exercised for 29 hours with no delivery issues occurring.